Event description:
There was an allegation of a questionable tina-quant hemoglobin a1cdx gen.3 result from the cobas c 303 analytical unit for one patient. The initial result was 8.9%, and the repeat result was 4.9%.

Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 reagent lot number is 82017201, and the expiration date is 28-feb-2026. Calibration and qc data around the time of the event have been reported to be within acceptable ranges. Based on this, a general reagent/instrument issue can be excluded. A field service engineer (fse) confirmed the adjustment of the rinse station and that the instrument was running within specifications, cleaned the sample probe, and checked the precision of one sample. The investigation was unable to determine a direct root cause. As the fse completed several actions in parallel, it was not possible to identify a single root cause.